Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid was leaking in the hydro compartment of unicel dxc 800 synchron clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated that she initially had an error on the system, and believed the waste exit sump was involved. Bec customer technical support (cts) directed the customer to do a hydro shut down and then restart to prime the hydro. The customer observed instrument for further leaks, but none seen. The customer was to monitor instrument and call back if problem returned. As of (B)(4) 2011, the customer did not call the cts back to request further assistance with this issue. The customer resolved the issue by troubleshooting with the assistance of cts. No service request was generated. (B)(4).